Event description:
On 1/28/97, a facility nurse contacted MFR's clinical rep and informed her that she could not get blood return from this device. Facility nurse stated that they have tried all recommended procedures including changing pt's position, checking needle placement and have use abbokinase to clear device catheter. Facility nurse stated she can infuse through device without resistance. X-rays of device system apparently showed device catheter in good position with no fibrin sheath seen and "pinch off" of device catheter has been ruled out. Facility nurse stated that pt is very upset about this. MFR clinical rep informed facility nurse that it would be pt and physician's decision as to whether to explant device and replace it. Facility nurse stated she would discuss this with physician and contact MFR if they needed further assistance. No further details were provided at this time.

Manufacturer narrative:
On 3/17/97, physician informed MFR via written communication of following: device remains implanted in this pt. They were finally able to get blood back via device by standing pt up and drawing blood out while pt was standing. Physician also stated that to best of his knowledge, device is still functioning and is certainly still functioning as a chemotherapy infusion device. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of device history record did not reveal any mfg variances related to this event. Device remains implanted for continued use in pt's therapy regimen. Therefore, based on info available no conclusion can be drawn as to cause of this event. No further details are available. MFR's investigation of this incident is inconclusive. Customer will be notified of MFR's findings. MFR is now closing file on event.